Event description:
It was reported that while testing the external pulse generator (epg) by the biomedical engineer (be), the ventricular output did not measure correctly, i.e., the readings were not matching the settings. Technical services (ts) provided assistance in resolving the issue by having the caller complete some additional testing. The status of the epg is unknown. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).